Event description:
It was reported that five days post implant, the patient experienced tamponade from a lead perforation. The right ventricular (rv) lead dislodged and was undersensing as the r waves had decreased. In addition, the right atrial (ra) lead thresholds had been slowly rising. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.